Event description:
It was reported that during a lap roux-en-y procedure, there was no staple formation on the distal tip, 25% were not formed at all. The device compression on the tissue did not seem to be adequate. They were able to complete the case with the blue and white cartridge reloads. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that device a was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was completed and the staples were noted to have the proper b-formed shape. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system prior to the placement of the staple retainer. In addition, at finished goods the instrument are visually inspected based on a sample. The analysis results found that device b was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was completed and the staples were noted to have the proper b-formed shape. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process. Device b: batch #= d5kk8f; mfg date: 9/4/2007; exp date: 8/4/2012.